Event description:
I had mentor siltex saline augmentation in 1999. Over the past ten years I have contributed my aches and pains to aging. Until about a year ago I started having pains around my left implant. Feels tight and on fire at times. Mostly a discomfort on the left side of my left breast. Did some research and came across a group of ladies on (B)(6) and I¿m convinced I have bii. I have at least 25 symptoms.